Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the target lesion for this procedure was the distal cx that was de novo at the bifurcation with moderate calcification and 75% stenosed. The lesion was treated with the 2.5 x 18 mm promus by direct stenting. A dissection occurred distal to the lesion. A 2.5 x 15 mm promus stent was deployed to treat the dissection. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the promus IFU is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors. It should be noted that the IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." It was reported that direct stenting was performed. It should be noted that the promus IFU states, "pre-dilate the lesion with a ptca catheter." A conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.